Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an appendectomy procedure on (B)(6) 2018 and suture was used on the skin. Two hours after the procedure, the patient experienced pain and skin reddish around the wound. The surgeon opined it may be related to the suture. The surgeon removed sutures and changed to absorbable suture to re-sew the wound. The current patient status is reported as stable. No additional information was provided.